Manufacturer narrative:
A review of the manufacturing documentation associated with this lot# f2123702 presented no issues during the manufacturing process that can be related to the reported complaint. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, shuttle down while using mynxgrip vascular closure device 6f-7f, but sealant protection did not enter the sheath and a strong resistance was felt. Manual compression was applied after product removal. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
After further reviewed of additional information received the following sections have been updated accordingly: as reported, while shuttling down using a mynxgrip vascular closure device 6f-7f,the sealant protection did not enter the sheath and a strong resistance was felt. Manual compression was applied after product removal. There was no reported patient injury. The product was not returned for analysis. A product history review of lot f2123702 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿shuttle advancement issue¿ could not be confirmed as the product was not returnd for analysis. The exact cause of the reported event could not be conclusively determined. Procedural or handling factors may have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk, users are instructed to immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle. While maintaining light tension to keep the balloon abutted against the arteriotomy or venotomy, immediately grasp the advancer tube at the skin and gently advance until the single marker is fully visible and then hold in place for up to 30 seconds. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.